Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not have any feeling to have a bowel movement without the use of laxatives. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported by patient that when they got their implant, a manufacturer representative (rep) came into their room to show them how to use the patient programmer however they had to leave and never came back because patient never went to recovery room; they just put their clothes on and left so patient never got to talk to rep. Moreover, they have not had a bowel movement since they got the implant unless they took a laxative. Patient has been on program 1 and have increased to 3.4v however it was not helping them and they didn't understand about the changing programs. Patient also reported their issues with constipation, taking laxatives and having to get up at night many times so they were tired in the mornings. Patient stated that 3.4v was comfortable and that if they went any higher, they felt pain and uncomfortable stimulation in the middle of their vagina and confirmed that it happened the day prior so they turned it back down to 3.4v. During the call, patient was given help to move to program 2 and felt comfortable stimulation at 2.3v. Patient was encouraged to discuss issues with healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was implanted for bladder and bowel, and the therapy was working well for their bladder but not for their bowel. The patient reported they can¿t seem to hold their bowel movement when they took a laxative, and they had problems having bowel movements. The patient noted that before the trial and implant they used to get up about 8 times at night to urinate, and when they did the trial they went several nights without having to get up at all. The patient stated they thought when they didn¿t have a bowel movement ¿something got pushed against something else¿ and it caused them not to be able to drain their bladder. The patient stated they hadn¿t seen an improvement in bowel symptoms and the healthcare provider told the patient that it would get better, so they were patiently waiting. The patient mentioned that their healthcare provider instructed them to raise stimulation until they were comfortable, and had increased somewhat. The patient stated they were confused about changing programs, but declined instructions for now. It was also noted that the patient was never trained. The patient was redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported.